Event description:
The manufacturer received information alleging that a trilogy evo device's oxygen blending module failed a leakage system setup test. There was no harm or injury reported. The device is not reported to be in clinical use. At this time, the manufacturer is unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.